Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use at the time of event occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the reported problem. Upon troubleshooting action, fse replaced the host pc power supply. After replacement, the system was returned to use in good working order.

Event description:
It has been reported to philips that the system would not start up. There was no reported patient or user harm. A philips field service engineer (fse) replaced the host pc power supply and returned the system to use in good working order.